Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient reported to the healthcare professional that the pump was not working. The reporter stated that it was a history settings (inaccurate delivery) issue. The reporter stated that the patient was hospitalized with a blood glucose (bg) of 673mg/dl with nausea, vomiting and large ketones. The patient was treated by a healthcare professional. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.